Event description:
Customer reported a loose wig wag brake, burn in on left monitor, and image breaks up if interconnect cable is moved. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the interconnect cable, left monitor, and wig wag brake assembly. System operates as intended. This MDR is related to ge healthcare complaint.